Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 left ventricular outflow tract obstruction serious injury event(s) for the sapien 3 ultra in the mitral position. The time to event (tte, in day(s)) for this event is 0 day(s). The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Per the instructions for use, valve malposition requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 4 2025 data extract for mitral serious injury events for the sapien 3 ultra valve. This report summarizes 1 mitral left ventricular outflow tract obstruction serious injury event(s) for the sapien 3 ultra transcatheter heart valve. The age range for these event(s) is 86 - 86 years. The breakdown for gender is as follows: 1 female(s), 0 male(s) and 0 marked as no gender information.